Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. Customer reported they are unable to troubleshoot at time of call. Customer reported the event was resolved by changing complete set. Custom does not have product in question to return. The customer was advised that we are sending replacement. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated manually to get down. The customer declined high blood glucose troubleshooting.